Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. Troubleshooting for button error/keypad anomaly was performed. The customer's blood glucose level was 186mg/dl at the time of the incident. It was reported that the customer's mother removed the battery due to the alarm and when they eventually reinserted the battery, a battery out limit alarm was received. It was also reported that the buttons were unresponsive. It was stated that there was no significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced. The battery out limit alarm could not be cleared and the customer's parent was advised to remove the battery since the insulin pump kept beeping. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act, escape and arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. No audio beep anomaly noted. Pump had minor scratched display window and cracked reservoir tube lip.